Event description:
It was reported that the tdxsp-mcg power chair recall joystick from (B)(6) 2014 under 6 months warranty. Joystick functions work intermittently. When joystick turned off, screen stays on for awhile.